Event description:
Nursing staff report visible staining on freshly opened sterile gauze. Affected product appears to be limited to this lot. Lot recalled in house & sample sent to lab for culture. 9/5 culture reports positive. All gauze from the mfrs recalled in house.